Manufacturer narrative:
(B)(4). Neither of these complaints involved a patient injury. Complaints will continue to be monitored.

Manufacturer narrative:
Conclusions: device not returned. No evaluation can be performed. Complaint type is being monitored and analyzed.

Event description:
Clinician reported a (B)(6) infant had a PICC line secured with a 1622w tegaderm (tm) dressing. Customer reported the tegaderm dressing was not sticking well and the site required re-dressing at two different times. Reportedly, during the re-dressings, the PICC line moved out of position which required a new PICC line insertion on (B)(6) 2015. Customer stated the PICC line was able to be restarted rather quickly. Reported betadine was used for cleaning the PICC site and reporter believes the solution was allowed to air dry before application of the dressing. Humidity in incubator reported to be at 75-80%.